Manufacturer narrative:
3/3 reports.

Event description:
It was reported that during a neurovascular procedure the subject guidewire was hard to be advanced to the parent vessel. When the tip of the guidewire reached basilar artery the subject guidewire could not be advanced to posterior cerebral artery so the operator withdrew it and found the subject guidewire tip was fractured. The patients anatomy was noted to be severely tortuous. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure the subject guidewire was hard to be advanced to the parent vessel. When the tip of the guidewire reached basilar artery the subject guidewire could not be advanced to posterior cerebral artery so the operator withdrew it and found the subject guidewire tip was fractured. The patients anatomy was noted to be severely tortuous. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 3/3 report. H3 summary attached - updated h3 device evaluated by mfg ¿updated h4 manufacturing date ¿ added d4 expiration date - added there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire nitinol tubing was broken 12cm from the distal end and 187.5cm from the proximal end. The platinum coil was exposed and slightly stretched but not broken and the core wire was exposed but not broken. The guidewire was slightly kinked/bent at approximately 165cm from the proximal end. The core wire distal end was observed through the distal tip dome. The distal tip of the guidewire was hydrated for approximately 2 minutes and there were no abnormal anomalies noted. Functional inspection: unable to perform due to condition of device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. Other devices used in the procedure in conjunction with the subject device was prowler select perfusion catheter (ID 0.021inch). The lot numbers for the three related complaint guidewires had the same lot number, 0000327960. The guidewire tip was shaped ¿j ¿ shape. All 3 guidewires were removed from the patient¿s anatomy, they were directly pulled out from microcatheter and confirmed with dsa (digital subtraction angiography) that no fragment was left inside patient's body. Analysis of the returned device found the guidewire nitinol tubing was broken/fractured 12cm from the distal end and 187.5cm from the proximal end. The platinum coil was exposed and slightly stretched but not broken and the core wire was exposed but not broken. The guidewire was slightly kinked/bent at approximately 165cm from the proximal end. When the guidewire hydrophilic coating was hydrated, no abnormal anomalies were noted. During the dimensional inspection, the od's (outer diameter) were confirmed to be within specification when the device was both wet and dry. It was not possible to perform a functional inspection as the guidewire was damaged. The device most likely encountered a significant force/resistance during the procedure to have caused the damage to the returned guidewire. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire difficult to advance¿ and ¿guidewire distal tip broken/fractured during use¿ and as analyzed 'guidewire distal tip broken/fractured during use', 'guidewire distal tip stretched', and 'guidewire kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.